Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a supply bag disconnected without falling, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in line/set) alarm occurred on the homechoice (hc). This alarm occurred during last fill. The home patient (hp) was connected. The hp stated they were in last fill when the heater bag became disconnected. The technical service representative (tsr) assisted the hp with clearing the alarm by cycling the power. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.